Event description:
It was reported that during central processing, the prograsp forceps instrument grasper was broken. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin outer diameter measures approximately 1.81mm at the swaged end compared to the nominal pin diameter of 1.61mm. Measurement results suggest the pin is partially swaged. Grips and other components adjacent to the dislodged pin do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to the manufacturing process. This pin can become dislodged and sticking out due to improper swaging.